Manufacturer narrative:
The reported events of a helix mechanism issue and a slightly bent helix were confirmed. As received, a complete lead was returned in one piece. Final analysis found that the helix stretched/bent and clogged with blood/tissue consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that patient presented for a scheduled implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead could not be extended, and the helix was found to be bent. The rv lead was not implanted, and an alternative lead was used instead on (B)(6) 2025. The patient was in stable condition.